Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to return the faulty pump within 10 days to avoid charges. The customer acknowledged the return procedure and was advised to set up the replacement pump, including programming settings and connecting the cgm. Customer reverted to an alternative method of insulin therapy.